Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose readings. The customer's blood glucose value was unknown. The customer had symptoms such as vomiting. The customer stated that he changed out his set and received no delivery alarm. The customer reported event to be resolved by complete set change. The reservoir will not be returned for analysis.